Event description:
It has been reported that during the surgery, the nurse took the implant from the freezer but before the surgeon implanted it, it has already opened. There was no adverse consequence to the pt.

Manufacturer narrative:
Additional info has been requested and if provided, will be submitted in the eval summary of a supplemental report.